Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler functional display check failed. It was identified that the cause for the blank screen was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. The cycler passed a voltage verification check. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty cycler was blank during the patient¿s last fill. The cycler was rebooted and the red ¿stop¿ and green ¿ok¿ buttons lit up but then went out. It was reported that there was no bad weather or power outages in the area and that the cycler is plugged into the same outlet as the patient¿s bed. The power cord was reseated on both ends and cycler powered back on, however, the screen remained blank. The cycler was moved to another outlet, however the issue persisted. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. It was reported that the patient would revert to manual supplies to complete their treatment. Upon follow up it was confirmed that the patient completed treatment using continuous ambulatory peritoneal dialysis (capd). There were no adverse events or medical intervention required as a result of the event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.